Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was visited to emergency room on (B)(6) 2018 for high blood glucose of 350 mg/dl. The previous blood glucose was 270 mg/dl and current blood glucose was 120 mg/dl to 124 mg/dl. The customer did not stay in hospital high blood glucose. The customer declined troubleshooting for high blood glucose. Customer mentioned to nurse the insulin pump is not delivering. Customer was currently in the emergency room with the pump alarming. Assisted customer in performing a 5.0 unit fixed prime and the insulin was exited. Customer also stated that, the infusion set cannula was bent. The sensor and reservoir will not be returned for analysis.